Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.